Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was turned off. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was turning off and rebooting when trying to login. A field service engineer (fse) reported that the issue was resolved by the third-party contractor by replacing the power cable and the power module. The system functioned as intended after the field service engineer inspected the device.